Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during inflation, the 26 mm commander delivery system balloon burst. Subsequently, it was difficult to withdraw the delivery system. An attempt was made to perform the snare technique due to compression, but it was unsuccessful. A surgical cutdown was then performed to remove the delivery system. As a result of the balloon burst, a post-dilation was performed with another balloon system to fully deploy the valve. Imagery was provided for evaluation. A review of the imagery confirmed the balloon burst. The distal tip and distal part of the balloon was noted to be missing. The balloon shaft was noted to be cut distal to the y-connector.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the device imagery revealed a commander delivery system post tavr procedure inserted through the esheath+. The balloon shaft was cut just distal to the y-connector. The balloon was observed to have burst radially and the distal tip with balloon was separated. A review of the patient anatomy imagery revealed there was calcification present on the native aortic valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on evaluation of the provided imagery. The available information suggests that patient factors (calcification) likely contributed to the event as it was observed during imagery review that the native aortic valve presented with calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the inability to withdraw the delivery system through the esheath+ and distal tip separation that resulted in a surgical cutdown being performed to remove the delivery system, these events were confirmed based on evaluation of the provided imagery. In the case of the withdrawal difficulty, the available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. In the case of the distal tip separation, the available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.